Event description:
The patient was admitted for a procedure in 2008 with a 95% lesion in the mid internal carotid artery. The lesion was mildly calcified and eccentric and was 15mm in length. The vessel was 7.0mm in diameter. An angioguard was placed and a precise stent was implanted without any complications. Post stent deployment, it was noted that the patient had behavioral changes, aphasia and dysarthria. The patient was diagnosed with an ischemic stroke. The angioguard was still in place when the patient experienced the stroke. The stent had been placed and the patient started to have very mild symptoms of a stroke. Later on in the night, the patient developed profound changes from the stroke. The patient went to physical, occupational and speech therapy while in the hospital. The patient was doing much better, but was not fully recovered at discharge. The patient's medications included aspirin and clopidogrel.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report number is 9616099-2008-02357. Additional information will be submitted upon 30 days of receipt.